Event description:
Two respiratory therapists were cleaning an olympus bronchoscope using the steris system 1 product. The machine indicated on the display panel, that it had completed cleaning the instrument. Rt# 1 opened the door to the device and was immediately exposed with caustic vapors to the face. Rt #2 standing behind rt #1 at the device, was also exposed to the vapor fumes and went into an asthmatic attack requiring emergent medical attention to alleviate the bronchoconstriction and was subsequently sent home from work and missed work days due to exposure. Rt# 1 was evaluated for chemical injury to the eyes and face and rec'd medical attention for chemical exposure. Following the medical eval, rt# 1 also missed work time due to incident exposure and the associated effects. The sys was locked and tagged out of service. Company's account manager was contacted and came to the facility in 2009 to attend a meeting related to the event. Dates of use: 2000 - 2009.

Event description:
Two respiratory therapists were cleaning an olympus bronchoscope using the steris system 1 product. The machine indicated on the display panel, that it had completed cleaning the instrument. Rt# 1 opened the door to the device and was immediately exposed with caustic vapors to the face. Rt #2 standing behind rt #1 at the device, was also exposed to the vapor fumes and went into an asthmatic attack requiring emergent medical attention to alleviate the bronchoconstriction and was subsequently sent home from work and missed work days due to exposure. Rt# 1 was evaluated for chemical injury to the eyes and face and rec'd medical attention for chemical exposure. Following the medical eval, rt# 1 also missed work time due to incident exposure and the associated effects. The sys was locked and tagged out of service. Company's account manager was contacted and came to the facility in 2009 to attend a meeting related to the event. Dates of use: 2000 - 2009.